Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred after 30 hours of infusion. The device had been filled with 15mg endostar in 228ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured april 7, 2014 ¿ april 9, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the bladder was ruptured. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.